Event description:
It was reported by the patient that they had drainage coming from chest region. When seen by the surgeon, the site was infected and lead wire was extruding from the chest as well as the generator. The device was then explanted. Device history records were reviewed for the generator and lead. The generator and lead passed final quality and functional specifications prior to release. The generator and lead were sterilized prior to being distributed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgery for the reported events has occurred to date. No additional relevant information has been received to date.